Event description:
The customer reported the gastrostomy tube was inserted on (B)(6) 2024 and the balloon ruptured on (B)(6) 2024. The device was removed, discarded, and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. A supplier corrective action request has been sent to the supplier of the reported affected component to further investigate and address the reported condition. All information received will be used for tracking and trending purposes.